Event description:
Customer's son reported, the customer was experiencing high blood glucose and is confused. So she wanted to ensure the device was working correctly. Customer's blood glucose was 561 mg/dl and currently it was 510 mg/dl. Troubleshooting was performed and the drive support cap was normal. No air bubbles or leaks were noted. Customer's son declined checking the settings on the insulin pump and was educated on how the device functioned. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.